Event description:
It was reported that at the user facility the docker contributed to an electrical event that tripped the ground-fault circuit interrupter. This type of an event can cause or contribute to a fire hazard leading to irreversible injuries and/or excess heat generation. There was no patient involvement, no delay, no medical intervention and no adverse consequences.